Event description:
It was reported that, "on 09/29 the surgeon implanted a trial using the trial handle and upon removal of the trial, the tip of the handle snapped off leaving the trial in the pt disc-space. He then tried to use the rasp handle to remove the trial and that snapped off at the tip as well.

Manufacturer narrative:
Add'l info has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.